Manufacturer narrative:
Omit: b17 - device not returned, c20 - no findings available. Additional information: device available for eval?, returned to manufacturer on, device eval by manufacturer?, imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report of channel error code 240.4150.0 was confirmed based on the review of the logs and was the result of a malfunctioning bottle and patient side pressure sensors. Laboratory testing performed on the returned pump module found the facility¿s fsa series bottle side pressure sensor maintained an output voltage of 4.9 volts when force was applied to the sensor pad. The output voltage did not return to baseline after the applied pressure was released. Additionally, the patient side pressure sensor was found to be out of specification. The review of the suspect pump module error log revealed that error code 240.4150.0 (sensor broken high failure) was recorded on three occasions: the first on august 25, 2025, the second on september 28, 2025, and the last on the reported event date at 07:44 am. Event log review showed a guardrails drugs infusion was programmed on 02 october 2025, at 4: 15 am. As the dataset was updated after the event date, the drug information was unable to be determined, the infusion was programmed with a drug amount of 150 mmol, diluent volume of 1000 ml, and rate of 120 ml/h, drug ID was recorded as 340 (suspected to be sodium bicarbonate), with an expected duration of eight (8) hours. At 5:56 am the suspect pump module alarmed for air in line and the device was turned off. At 6: 17 am the user restored the previous infusion. Between 7:40 am to 7:4 7 am the pump module alarmed for door opened twice and once for air in line, right after the reported channel malfunction occurred and the device was turned off. Per the bo alaris channel error tipsheet: the bo alaris ¿ modules run self-checking programs prior to and during operation. A channel error message means the device has discovered an error either in the affected channel hardware or software. Operation on the affected channel stops; other infusing channels will not be affected. Per the alaris pressure sensor tip sheet, to avoid pressure sensor damage, do not apply pressure to the center of the pressure sensors. The alaris system user manual recommends that the pump module is inspected for damage before each usage. Ensure no extraneous objects (for example, bedding tubing, gloves) are enclosed or caught in the pump module door. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the reported channel error was found to be a channel error code 240.4150.0 (sensor broken high failure). The cause of the channel error code 240.4150.0 (sensor broken high failure) is being attributed to a malfunctioning bottle and patient side pressure sensors. Note that this report lists imdrf annex a040502, g02017, c0503, d08, a1801, a0401, c07, d15 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the device had error 240.4150. There was patient involvement, but no harm.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the device had error 240.4150. There was patient involvement, but no harm.